Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-01475. It was reported that the patient's implanted lead had migrated causing ineffective stimulation. As result, the patient underwent surgical intervention where in the lead was repositioned on (B)(6) 2022. Effective therapy was established post-operative. It is unknown which lead migrated; therefore, both leads will be reported.